Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced 24 infusions sets leakage at where tubing connects to the site events on (B)(6) 2024 and 23 additional events on (B)(6) 2023. Infusion set was used for 2 days. The blood glucose level was reported between 200 - 300 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16204 - device 1 of 2.